Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of diabetic ketoacidosis. The pt stated his blood glucose prior to the hospitalization was "high". Upon admission, the pt's blood glucose was 497 mg/dl. The pt was diagnosed with dka and treated with insulin and IV fluids. The insulin pump will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within specification.